Event description:
Reporter stated that patient received the following results on two mobile systems compared to a professional meter within 10 minutes: 295 mg/dl and 125 mg/dl (mobile system 1), 115 mg/dl and 173 mg/dl (mobile system 2), and 99 mg/dl (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.